Event description:
The delivery system was returned and its evaluation has been completed. The stent graft was not returned as it was deployed and remained in the patient. The external slider was at the starting home position. The tapered tip and spindle were not returned. The tip appeared to have detached at 10.5 cm distal from top of stent stop. The stent stop was located at 8.5 cm from edge of graft cover. The inner member was broken and located at 18.7 cm from edge of graft cover (10.5cm from top of stent stop). There were kinks on the graft cover at 3.4, 5.3cm and twisting marks and multiple kinks at 10-24.5 cm from the edge of the graft cover. The heat shrink transition on the inner member was at 28 mm from the edge of the break on the inner member. Evaluation of the returned device confirmed the tip detachment. Kinks and twisting damage on the graft cover are indications of over torquing and twisting of the delivery system during the procedure due to potentially challenging vessel anatomy.

Event description:
Films were received and their evaluation was completed. Angiograms images from the index procedure were reviewed. A previously modified (fenestrated) endurant was positioned above the renal arteries. After the first 2 stents were opened, the fenestrated holes in the stent graft were cannulated with a wire. The bifurcate was deployed to the gate, and the suprarenal stents were deployed. Renal stents were then placed through the fenestration; bilaterally. The ipsilateral limb of the bifurcated stent graft was fully deployed. The contralateral limb was then implanted in the gate with 3 stent ring overlap, and the contralateral limb delivery system was pulled down into the stent graft without any apparent issues. Several images then showed the tapered tip remaining within the distal portion of the contralateral limb. It is possible that the tip may have become detached during this part of the procedure; however it was not apparent that the anatomy (which appeared non-tortuous) was a contributor to the break, and the cause could not be determined. A snare was then brought up to remove the tip. A right limb extension was then placed in the ipsilateral limb. Completion angiogram showed patent renal arteries, good bilateral flow and no endoleak.

Event description:
An endurant stent graft system was selected in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. An endurant bifurcated stent graft, was first deployed successfully and an endurant contralateral limb was deployed. When the delivery system of the contralateral iliac limb was being removed from the patient, the tapered tip of the delivery system disconnected from the delivery catheter. The detached taper tip was snared using a peripheral snare and successfully removed from the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (tortuous anatomy). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous anatomy).

Manufacturer narrative:
(B)(4). Results: (cause is unknown). Conclusions: (cause is unknown).

Manufacturer narrative:
Method: (films). Results: unapproved use of device (fenestrated endurant stent graft, prior to insertion in the patient). Conclusion: off-label, unapproved or contraindicated use(fenestrated endurant stent graft, prior to insertion in the patient).